Event description:
During an anatomical shoulder replacement, upon screwing the third screw into the pmi glenoid, the screw driver tip twisted and sheared off in the screw head of a fixed 30mm screw. The screw was in the patient, flush and not protruding. The tip of the screwdriver remains in the head of the screw which is implanted in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."